Manufacturer narrative:
Additional information: section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
When the pre-loaded dib00 model intraocular lens (iol) was placed in the patient's operative eye, the iol flipped upside down. The doctor attempted to reposition the iol but determined that it could not be adjusted to the correct orientation. The iol was removed during the same procedure and replaced with another iol of the same type and diopter. Patient prognosis post-procedure is unknown. No further information is available.